Event description:
During a sigmoid resection procedure, the instrument was difficult to remove. The surgeon hand-sewed the anastomosis to complete the procedure.

Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.